Manufacturer narrative:
A device has not been received at the investigation facility at this time. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The surgeon indicated that he did not use enough ocular viscoelastic device during lens delivery. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, he removed a lens from a preloaded device and delivered it through a cartridge/handpiece process. After lens was delivered into the eye, it was noted that there was a scratch in the periphery of the lens that was close to the pupil edge. The patient reported that he could see the edge of the lens, which the surgeon felt was actually the scratch causing the disturbance. In a follow up, the surgeon reported that the event was not serious and the patient recovered. The scratch seemed to become less noticeable under slit lamp during postoperative examination. The patient's complaint of visual disturbance resolved. The surgeon believes he did not use the appropriate amount of viscoelastic device in the cartridge during the initial implantation.